Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes chapter 11 / page 119: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported by the patients mother that the patient needed to go to the emergency room due to the personal diabetes manager (pdm) issue with the display. Patients blood glucose levels fell low and he went into hypoglycemia. The patient fell and hit his head. At the hospital he had to got stitches. He had a concussion from the fall. He also has a laceration over his left eye and had to get 8 stitches. He also had to get a CT scan. He is also experiencing neck pain. He had to get vomiting and pain medication because of his concussion as well. They gave him 2, 500 mg tylenol tabs in the hospital and a prescription for the zofran which was 40mg.